Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h6(type of investigation, investigation findings, investigation conclusions),h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h6(component code). The suspected faulty safety disk that failed upon installation was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the safety disk and no visual damage was observed. The nrc installed the safety disk into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center verify the safety disk failing for the membrane leak test. The test failed at 11 mmhg; the factory specification for this test is +/- 6 mmhg. The safety disk was sent to getinge's production department. Production verified the failure of the safety disk failing the membrane leak test with a reading of 11mmhg. The factory specification is +-6. The safety disk failed testing, and was retained in the nrc per procedure. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Testing of actual/suspected device: the getting fse that encountered the issue, installed another new safety disk and completed the pm with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The faulty new safety disk will be evaluated at our national repair center (nrc) for further investigation. A supplemental report will be submitted when our investigation is completed. Defective new safety disk serial#(B)(4). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm), performed by a getinge field service engineer (fse), when a brand new safety disk was installed, it failed the membrane leak test. This is a failure upon installation. There was no patient involvement, and no adverse event reported.